Manufacturer narrative:
Correction: manufacturer narrative(DHR) additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(shr). Device evaluated by bd service. A review of the device history record showed the device had a manufacture date of 22may2015. The review was performed from the date of manufacture to the present date 21jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an error code 571.6240. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22may2015. The review was performed from the date of manufacture to the present date 28apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an error code 571.6240. There was no patient involvement.